Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). It was observed that in (B)(6) it had 1.5 years remaining but six months before it was 2 years. The device has been programmed 5 volts @ 1.0 millisecond and was changed to vvir to ddir a couple of years ago. The health care professional (hcp) confirmed that no changes have been made on the previous year. However, all settings and function appeared to be consistent. The boston scientific technical services (ts) stated that this was possibly related to the calculation of remaining longevity and may have other functions at work affecting remaining longevity. Device should maintain the 3 month elective replacement time (ert) to end of life (eol) functionality. Further, the device will be assessed for analysis once it will be returned. Attempt to obtain additional information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). It was observed that in september, the device showed 1.5 years remaining but the device reached elective replacement indicator (eri) in (B)(6). All settings and function appeared to be consistent. The field representative stated that this was possibly related to the calculation of remaining longevity and may have other functions at work affecting remaining longevity and maintaining a three month elective replacement time (ert) to end of life (eol) functionality. An attempt to obtain additional information from the field was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.